Event description:
The initial reporter alleged that the clinical picture was not matching with the glucose results for 1 patient tested on accu-chek performa meter serial number: (B)(4) compared to another meter. On (B)(6) 2023 at 3:13 p.m. The accu-chek performa meter result was 530 mg/dl. Later in the day, the patient was taken to the ER and at 4:31 p.m. The ER's meter result was reported as 96 mg/dl. The reporter stated that both level 1 and level 2 controls were ran on the morning of on (B)(6) 2023 and they both passed.

Manufacturer narrative:
The meter was advised to be replaced and the test strips were requested for investigation. The meter (serial number: (B)(4) was received for investigation. The test strips were not returned. The meter was tested with retention strips and retention controls: control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 45, 46, and 45 mg/dl, level 2 ¿ 314, 312, and 305 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.